Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was not working. The malfunction has not been specified. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to investigate. The fse noted that a working power supply assembly, main boars, front end board and motor control board were needed in order to investigate further. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
Updated data: b4,e1(name,phone & email), e2,e3,g3,g6,h2,h10,h11corrected data: b5,b6,b7,d5,d10,h6(impact)

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) was not working. The malfunction has not been specified. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Corrected fields: d4 (version or model #, catalog #) unique identifier (UDI) # is unknown (initially it was submitted as "(B)(4)"), e1 (initial reporter). Additional information: event site postal code: (B)(6).